Event description:
It was reported that the user attempted to pair an ilet configured for libre with a new libre sensor that had already been paired to the libre mobile application, resulting in a pairing failure and the ilet not receiving cgm data. Symptoms included no reported adverse physiological effects. Outcomes included user inconvenience and the need for a replacement sensor to proceed with therapy. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the libre sensor can only be paired to one device and had already been claimed by the mobile application, which prevented pairing to the ilet. It was concluded that the event was due to use error related to pairing sequence and device compatibility, and that the ilet and sensor hardware were not found to be defective.